Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. The device was not returned for evaluation, as the device return follow-up is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per article "long-term outcomes of mosaic versus perimount mitral replacements: 17-year follow-up of 940 implants." Https://doi.org/10/1016/j.athorascur.2019.10.075., edwards received information 28 patients underwent re-do mitral valve replacements due to structural valve deterioration. Overall average time to reoperation of svd was 6.8 plus or minus 2.3 years. All patients reoperated on for svd had pathology intrinsic to the prosthetic valve. One of the 28 valves failed by svd and leaflet tear at the commissure causing regurgitation requiring re-do mitral valve replacement after one year.

Manufacturer narrative:
Reference CAPA-20-00141.